Event description:
It was reported by service report that there was no display on the footboard causing the bed exit and scale to be non-functional. No pt involvement or adverse consequences are reported.